Event description:
It was reported that the patient had flows reading 0.0 liters per minute (lpm) while connected to ac power. A "red flow alarm" was observed, and the patient had associated complaints of acute dyspnea and not feeling well. There were no interruptions in power supply to the hospital cart and there was no visible damage was noted on the controller. The controller was exchanged with resolution of the low flow alarm and the patient felt better. The patient remained alert and oriented during the episode. Log file review of the exchanged controller confirmed low flow alarms on (B)(6) 2023 from 10:32pm - 10:43pm while connected to the power module followed by a driveline disconnect associated with the controller exchange. Log file review of the new controller did not find any unusual events. Related manufacturer's report: 2916596-2023-01183.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low flow alarm was confirmed via analysis of the submitted controller event log file. The log file contained approximately 7 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). A low flow alarm activated on 22:32:53 due to the estimated flow dropping to 0 lpm. The driveline was disconnected on (B)(6) 2023 at 22:46:07 to exchange the controller. The low flow alarm did not resolve until the controller was exchanged. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests for additional information were made to determine if there have been further alarms and if the exchanged heartmate 3 system controller (serial number: (B)(4)) would be returned for evaluation; however, no response was received. Review of controller event log file which is associated with the patient¿s new controller, revealed that the low flow alarm resolved after the controller, serial number (B)(4), was exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Based on the provided instruction for use (IFU), the flow is calculated using the pump power. In order to resolve the low flow alarms, the clinicians should check for a driveline and power source connections to the system controller while also clinically evaluating the patient. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 01aug2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. This section states that in order to resolve the low flow alarms, the clinicians should check for a driveline and power source connections to the system controller while also clinically evaluating the patient. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.